Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via social media that the insulin pump does not prime correctly and alarms no delivery. Customer also indicated that the sound of the motor changes during use. Customer's blood glucose was unknown at the time of incident. Troubleshooting attempted to contact the customer but was not successful. No further details given.